Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer has disabled the ion selective electrode until service is performed. Siemens is investigating the issue.

Event description:
Discordant sodium (na) and chloride (cl) patient results were obtained on an advia 1800 instrument. Approximately ten instances of discordant results occurred. The initial results were low. The customer then repeated the samples on an alternate advia 1800 instrument and on the original instrument, and the results were normal. The initial patient results were not reported to the physician(s). Corrected reports were not sent out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, sodium and chloride patient results.

Manufacturer narrative:
The initial MDR 2432235-2016-00297 was filed on june 3, 2016. Additional information (08/04/2016): a headquarters support center (hsc) specialist reviewed the data provided. The ion selective electrode (ise) performance is within instructions for use (IFU) characteristics and the warranty claim. The cause of the discordant sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.